Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) stated that they were unable to remember who initially reported the event. The patient weight was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown concen tration and dose) via an implantable pump for intractable spasticity. It was reported that the rep stated he was interrogating the pump for the first time after the patient's magnetic resonance imaging (MRI) and the pump was still saying that it was stalled. Technical services explained telemetry state. The mdt rep was unaware of telemetry state. Technical services sent MRI guidelines explaining telemetry state and recommended periodically interrogating the pump to check for the detection of the motor stall recovery. Additional information received from a rep indicated that a motor stall recovery was noted. Additional information received from a manufacturer representative (rep) indicated that they did not have all the specifics as far as date and time (of the reported motor stall). The rep further indicated that the pump did recover and the patient was doing fine.